Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with defect found. Qc investigation on 4/6/2017 resulted in defect found and the event was determined to be reportable. Most likely underlying root cause washed strips. No chemistry observed. No further investigation required. (B)(4).

Event description:
Consumer reported complaint of e-3 error: used test strip, test strip outside of vial too long, sample on top of test strip. The e-3 error occurred as soon as the blood sample was applied. Mother is calling on behalf of the customer. During the call on (B)(6) 2017 the customer felt well and did not report any symptoms. Medical intervention is not reported at the time of the call on (B)(6) 2017 as a result of the meter's readings. The product is stored according to specification in the bedroom; customer did state that the test strip container may have been left open too long. The test strip lot manufacturer's expiration date is 03/31/2018 and open vial date is beginning of (B)(6) 2017. Adverse event not reported at time of call on (B)(6) 2017.